Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device failed the operational check. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective assy therapy. The reported problem was confirmed. The device was operational after the defective assy therapy was replaced with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.